Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 327 mg/dl. None of the settings were programmed correctly on the insulin pump. The educator stated that the customer had not received any education on the insulin pump, and he had been pressing buttons without knowing what he was doing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.